Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer advised that sometimes her adhesive on her ultraflex infusion sets do not stick. She has discovered her tubing hanging at her side as it has completely pulled out. She discovered an insulin leak when she noticed the tubing hanging down. Customer alleges that the infusion sets may be defective. Ultraflex infusion set has been discarded, replacement sent.